Event description:
It was reported by vns pt's spouse that a vns pt's device was not at the intended settings. Additionally, the treating psychiatrist needed assistant in retrieving the data from the handheld, but (B)(4) attempts have been unsuccessful to date to help the physician. A request for programming history has been sent to the psychiatrist. (B)(4) to obtain add'l info have been unsuccessful to date.